Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage from the filter inlet connection could not be verified due to the product not being returned for failure investigation. The root cause could not be determined without a failure investigation. A device history record review for model 10062818 lot number 20025359 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Event description:
It was reported that the gem nv bld set w/180 flt dehp-ffp experienced leakage. The following information was provided by the initial reporter: part#: 10062818 lot#: 20025359 issue: after platelets were spiked and advanced into the filter chamber, leakage was noted above the filter on the platelet port. As a result, the unit of platelets were discarded and a replacement unit prepared. ¿ are you able to give a specific time for this instance that happened? No, I do not have the exact time. ¿ can you provide any patient information such as age, weight, diagnosis? No, I cannot provide any patient information as per organization policy. Was the line hooked up to the patient yet before the problem was noticed? Yes, the line was hooked up to the patient and the leak was noticed when the platelets were advanced into the filter chamber. ¿ was the line inserted into any pump yet? Yes ¿ I want to be sure your complaint is about the IV tubing line rather than the filter? The complaint is about the connection between the IV tubing and the filter which is embedded within the line.

Event description:
It was reported that the gem nv bld set w/180 flt dehp-ffp experienced leakage. The following information was provided by the initial reporter: part#: 10062818; lot#: 20025359. Issue: after platelets were spiked and advanced into the filter chamber, leakage was noted above the filter on the platelet port. As a result, the unit of platelets were discarded and a replacement unit prepared. Are you able to give a specific time for this instance that happened? No, I do not have the exact time. Can you provide any patient information such as age, weight, diagnosis? No, I cannot provide any patient information as per organization policy. Was the line hooked up to the patient yet before the problem was noticed? Yes, the line was hooked up to the patient and the leak was noticed when the platelets were advanced into the filter chamber. Was the line inserted into any pump yet? Yes. I want to be sure your complaint is about the IV tubing line rather than the filter? The complaint is about the connection between the IV tubing and the filter which is embedded within the line.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 11/17/2020. Investigation conclusion: the customer reported a leak above the filter and returned the affected sample. The sample leaked from the connection in between the two spikes on top of the drip chamber when primed with blue dye water, and the complaint is verified. After the leak was discovered, the tubing was pulled apart without excessive force to investigate the inside of the drip chamber and the tubing. The leaking side of the drip chamber left a residue from the IV fluid that created a ring around the tubing, making it easy to tell the two sides apart. When compared to the other side of tubing, the leaking side appears to have a significantly shorter insertion depth, so that or molding issue are the possible root causes of the failure. A device history record review for model 10062818 lot number 20025359 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06feb2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem nv bld set w/180 flt dehp-ffp experienced leakage. The following information was provided by the initial reporter: part#: 10062818. Lot#: 20025359. Issue: after platelets were spiked and advanced into the filter chamber, leakage was noted above the filter on the platelet port. As a result, the unit of platelets were discarded and a replacement unit prepared. Are you able to give a specific time for this instance that happened? No, I do not have the exact time. Can you provide any patient information such as age, weight, diagnosis? No, I cannot provide any patient information as per organization policy. Was the line hooked up to the patient yet before the problem was noticed? Yes, the line was hooked up to the patient and the leak was noticed when the platelets were advanced into the filter chamber. Was the line inserted into any pump yet? Yes I want to be sure your complaint is about the IV tubing line rather than the filter? The complaint is about the connection between the IV tubing and the filter which is embedded within the line.